Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge change error message occurred. A new cartridge was loaded to address the issue resulting a minimum fill notification being received. Reportedly, the cartridge had been filled with 150 units. The customer loaded a new cartridge to address the issue. Additionally, the pump touch screen was unresponsive. At the time of the report with tandem technical support the touch screen was functioning as intended. Reportedly, customer continued to use the pump for insulin therapy. Customer¿s blood glucose was 159 mg/dl.